Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, during the procedure the pullwire loop on the end of the peg tube broke off outside the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no harm to patient.

Manufacturer narrative:
The returned portion consisted of the pullwire assembly (dilating tip and wire loop), inner and outer rings and the proximal portion of the feeding tube. A visual examination of the device found the silicone tubing to have been cut at approximately 28.5 cm proximal the outer ring. The wire loop attached to the dilating tip had been broken at the apex where the pullwire and wire loop interface. The broken ends of the wire loop were found to be frayed and twisted. The wire loop appears to have failed while undergoing tensile force. No issues were noted with the tubing, connector and inner and outer rings. The returned unit was consistent with the complaint incident that the device wire loop broke. Based on the event description and evaluation of this and other returned devices with the same issue (wire broke), the most probable root cause is operational context.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, during the procedure the pullwire loop on the end of the peg tube broke off outside the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no harm to patient.